Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the distal rca with mild tortuosity, mild calcification and 95% stenosis. The voyager rx balloon catheter was inflated for the first time at 12 atm for 40 seconds; however, upon the second inflation, the balloon ruptured around the distal marker when the pressure reached approximately 12 atm. No pt effects were reported and a vision stent was implanted. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, anatomy, calcification and tortuosity, or insufficient prep. The lesion was mildly tortuous, calcified and 95% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation. Without the device to examine, no conclusive root cause for the reported balloon rupture can be determined.